Event description:
During an endoscopic papillary balloon dilation (epbd) procedure, a cook quantum ttc biliary balloon dilator was used in the papilla. Leakage of the balloon was observed at the stage of inflation. The procedure was completed with a new device. The balloon device was removed from the endoscope and pt. The device was cleaned and sterilized once and the balloon broke off [the catheter]. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The balloon was returned an not attached to the catheter. Part of the balloon material was missing. According to the report the balloon was separated after it was cleaned and sterile and no section of the device remained inside the pt's body. Under magnification, a visual inspection was performed of the section of the balloon that was returned. No holes or splits were noted. There was a kink in the catheter approx 73cm from the distal end. In addition, there was damaged to the balloon inflation area. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as a pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A split or rupture in the balloon material can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. A split or rupture in the balloon material can occur if the balloon was inflated in excess fo the recommended inflation volume. The instructions for use direct the user to attach the enclosed syringe to the stopcock (which is attached to the inflation port) to inflate the balloon. A split or rupture in the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla. The instructions for use contain the following warning: "do not exert excessive pressure on ampulla while extracting stones. If stones does not pass easily, reassess need for sphincterotomy." Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirement prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.